Event description:
It was reported that a pt developed asymmetric vaulting (z-syndrome) following implantation of a crystalens (at50ao). In the surgeon's opinion the most likely cause of the event was capsular fibrosis. The pt has a history of glaucoma and underwent surgical treatment with canaloplasty at the same time as his crystalens surgery. The pt's most current condition was described as good.

Manufacturer narrative:
The lens has been requested, but has not been received by bausch+lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.